Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation likely caused or contributed to the reported stent dislodgement.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal to distal left circumflex artery with moderate tortuosity. Pre-dilatation was performed and the 2.5 x 18 mm promus stent delivery system (sds) was advanced with force, but could not cross a previously implanted promus stent in the proximal left anterior descending artery, and the stent dislodged. There was no damage to the previously implanted stent. A snare device was used to retrieve the dislodged stent. The sds balloon was used to dilate the lesion 3 times, and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.